Event description:
Philips received a complaint on the defibrillator indicating that the device was showing therapy knob test failed. There was no patient involvement.the efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Based on the available information, the defective therapy pca was replaced with the dfm100 assy therapy, and the device's full functionality has been restored. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a defective therapy pca. The reported problem was confirmed.